Event description:
Port placed without difficulty, user for chemo therapy pt had pain with injection 04/23/2001. Port check revealed extravasation of contrast in arm approx 3cm from attachment of catheter to port. Pt presents for port replacement, upon injection on the day before had a "funny feeling" in the arm. Port removed, upon inspection catheter was not intact approx 3cm from attachment to port, the catheter did not separate into the 2 pieces.